Manufacturer narrative:
This spontaneous case describes the occurrence of death ("death following explantation") and fallopian tube perforation ("tube perforation") in an adult female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("unbearable pain and chronic pain"), device dislocation ("migration of the insert into the body"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patients were treated with surgery (to remove essure). Death occurred on an unknown date. No causality assessment was received for essure with regard to pelvic pain, fallopian tube perforation, device dislocation, fatigue, musculoskeletal pain, autoimmune disorder or death. The reporter commented: age between 40 and 50 years old. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of product technical complaint. Since there is no specified time between explantation and death, as well as there is no references about possible complications of the removal essure process, we cannot link a causality between the event death and essure (unrelated). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of death ("death following explantation") and fallopian tube perforation ("tube perforation") in adult female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("unbearable pain and chronic pain"), device dislocation ("migration of the insert into the body"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patients were treated with surgery (to remove essure). Death occurred on an unknown date. No causality assessment was received for essure with regard to pelvic pain, fallopian tube perforation, device dislocation, fatigue, musculoskeletal pain, autoimmune disorder or death. The reporter commented: age between 40 and 50 years old. Since there is no specified time between explantation and death, as well as there is no references about possible complications of the removal essure process, we cannot link a causality between the event death and essure (unrelated). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.